Event description:
It was reported that the patient underwent right total hip replacement surgery in late 2006, during which she received a durom acetabular component. Post-op, patient has been experiencing pain and surgeon has recommended revision. Revision surgery is scheduled for 2009.